Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging meter reverting to setup mode. The reporter alleged that meter reverts to setup every 24 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.